Event description:
Spouse of home patient (hp) was connected to homechoice device before hp should have been, during prime. Baxter technician assisted hp in ending treatment. No patient injury or medical intervention required per rn.